Manufacturer narrative:
Correction: h6 (annex a and annex g). Event summary: as reported, during a transurethral ureteroscopic lithotomy procedure, an ngage nitinol stone extractor was found to be deformed. The user advanced the device into the patient, however when the basket was opened it was found to be deformed. The procedure was completed using another same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), personnel interview, and quality control (qc) procedures, as well as, a functional test and visual inspection of the device were conducted. The complaint device was returned to cook in an open package without the label for investigation. Visual examination shows the basket is deformed when deployed. Handle will actuate basket, no other visible damage noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found one other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "excessive force could damage device." Based on the available information, cook has concluded the cause for the issue could not be established. It is possible the basket was exposed to excessive force during use, resulting in the damage, but no procedural factors were known. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: address: (B)(6). ; phone: (B)(6). G4 - PMA/510(k)#: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral ureteroscopic lithotomy procedure, an ngage nitinol stone extractor was found to be deformed. The user advanced the device into the patient, however when the basket was opened it was found to be deformed. The procedure was completed using another same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.